Manufacturer narrative:
On completion of the investigation, a follow up report will be submitted.

Event description:
The physician had successfully deployed the stent in the splenic artery. He felt resistance when he pulled the balloon back into the introducer sheath. He pulled harder and the balloon came off the catheter.

Manufacturer narrative:
Additional information: model #, lot #. Engineering analysis: the icast was removed from the packaging and disinfected. Upon inspection the entire balloon and underlying catheter shaft were missing. The balloon had been separated from the catheter shaft at the proximal balloon to shaft thermal weld. The catheter shaft length was measured and was 80cm. There was a section of the catheter shaft that had been necked down to a smaller diameter. This necked down section is located 15cm from the manifold strain relief. The normal shaft diameter is .071". The necked down section of shaft measured .060". This section of the shaft that had been necked down was 3cm long. No other damage was noticed. Engineering summary: a full review of the catheter lot history records for the device in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath. Ability to deploy the stent at nominal pressure. Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. Ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). Result: all quality inspection samples passed this final inspection without any non-conformances noted during the final lot qualification testing related to the stent. None of the samples tested had any issues while removing the delated balloon back through the introducer sheath. The in-process inspections that are conducted were also investigated. During the process of thermally welding the balloon to the catheter shaft a sampling of catheters is destructively tested by tensile testing the proximal balloon weld area. The data for this proximal balloon bond testing indicates that the lowest tensile force value seen was 5.6lbs to separate the balloon from the catheter shaft. The average force seen was 7.2lbs. This data suggests that it would take at least 5.6lbs of force to separate the balloon from the catheter shaft. In this particular case there is a possibility that the balloon was not fully deflated prior to attempting to pull the catheter back through the introducer sheath. If contrast is still in the balloon while attempting to pull the balloon back through the introducer sheath, this contrast can get pushed to the distal end of the balloon creating a ball of fluid in the balloon. This ball of fluid acts like a plug at the distal end of the introducer sheath. This cannot be confirmed without imaging and or the introducer sheath used in the case. Conclusion: based on the details of the event and the successful lot qualification test data, atrium can find no fault with the device and or lot of stent delivery systems in question.